Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom acetabular component on an unk side (exact date is unk). Currently, the pt is being monitored due to unk reasons.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
It was reported that a ncb df plate broke after 2.5 months. No additional information provided. No trend identified. The device manufacturing quality records indicated that the released components met all requirements to perform as intended. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs high impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Without any information about the event, it is impossible to perform a meaningful analysis of the risk for the patient. However, the possible causes for the revision are covered in the dfmea of the reported device. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
This case was reopened on (B)(6) 2016 to enter additional information which had been received on (B)(6) 2016. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case. (B)(4). The first follow up was sent erroneously with this mrn (9613350-2015-00030-1) and the content shall be disregarded.

Event description:
It has now been reported that the patient was implanted a durom acetabular component 60/54 code t on the left side on (B)(6) 2009.